Event description:
The customer performed a blood glucose test using the device and they obtained a result of 207mg/dl. Based on the results they injected 30 units of humalog. They felt ill and then went to the hosp. An hour later at the hosp pt's glucose was 62mg/dl by a finger stick and 60mg/dl by a lab test. Pt was treated with a glucose solution. Controls were not used on the system. The device was replaced and requested to be returned for eval.